Event description:
The complainant reported that the clinicians were performing a therapeutic ercp on a 52 year old male patient. The clinician indicated that the jagwire used during this event had an extra ptfe jacket at the end of the wire, creating an oversized burr. The clinicians were able to continue using this device, although it was very difficult to make exchanges over the wire. The procedure was successfully completed and the complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
The device was returned for evaluation. The visual inspection performed upon the receipt of the device identified a kink located at approximately 5.5cm from the proximal end jagwire. In addition, irregular ptfe was also identified at the proximal end of the device. Further investigation under a microscope showed irregular ending of the ptfe sleeve, which was partially closing the opening designed to connect the jagwire's proximal end with the jagtail. The outside diameter of the device was verified as within specified tolerance throughout the device using a digital micrometer and the unit slid freely through the opening, with the exception of the area at the proximal tip where the extra ptfe was present. The device history record has been reviewed per the requirements of the manufacturing procedure and was found to meet all requirements.this customer complaint was confirmed. The investigation of this event was unable to determine an exact root cause and/or circumstances under which the failure occurred and can not be determined at this time based on the complaint information and the evidence presented by the suspect device.